Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure there was a problem with reflux and a system message was displayed. The procedure was completed using the same system and accessory. An external illumination source was used. There was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the tabletop illuminator module was replaced. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 7, 2011. Based on qa assessment, the product met specifications at the time of release. Based upon the information obtained, the root cause(s) cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A tabletop illuminator and a lamp were received for evaluation. A visual assessment of the returned sample revealed no obvious non-conformity. The sample lamp was installed into the sample module and then placed into a calibration system for functional testing. The module was recognized on boot ¿up and no system messages (sm) displayed. An illuminator probe was then inserted into the module but it was not detected by the system. The module was disassembled and found that all sensor cables connecting the radio frequency identification (rfid) card were disconnected. The cables were reconnected and the module retested. The probes were now detected and an illumination from the module was found to meet specifications. The returned sample met specification. Based upon the information obtained, the root cause(s) cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).